Event description:
The reporter states that he obtained a 588 mg/dl and 149 mg/dl blood glucose comparison on the accu-chek compact plus system. The results were obtained within a 10 min timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.